Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5087055. It was reported that a female patient underwent an unknown breast surgery with unknown silicone breast implants which the patient reported:since she had the devices she had multiple side effects including but not limited to severe fatigue, brain fog, memory problems, reoccurring kidney infections, skin changed, premature aging, anxiety, depression, weight gain, as darkening to under the eye, redness of the eye. The list goes on. She is currently in the process of meeting with doctors to have them removed as soon as possible to hopefully minimize any damage these implants have already caused. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.